Event description:
It was reported that an overinfusion of medication occurred with a pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 12/05/97. The pump was visually and functionally tested. The inspection seal was broken. Rate accuracy was performed and found to meet MFR's specs. Add'l investigation revealed that the alignment of the pincher and anvil was within tolerance, however, the pincher gap was out of spec. Engineering determined this issue to be a random occurrence. It is suspected that the gap could have contributed to the incident but no performance issues were experienced during the eval. We were unable to duplicate the reported overinfusion. The instrument was routed through svc updates and repair and met all MFR's spec prior to return to the user. We will monitor for this issue.